Event description:
It was reported that during a da vinci-assisted abdominoperineal resection surgical procedure, the vessel sealer extend instrument insufficiently coagulates the tissue; a message appeared on the screen about removing and reconnecting the tool, and after reconnecting it, a message appeared asking to remove the instrument. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. Review of the provided image is consistent with the errors "sealing malfunction. Press 'arm swap' to restore control then remove and reinstall. If issue persists, discard instrument" and "remove instrument". Root cause of the failure mode cannot be confirmed without the returned device.